Manufacturer narrative:
No further follow up is planned. Evaluation summary: a pharmacy reported on behalf of a patient that the patient's humapen memoir device digits were incomplete. Investigation of the returned device (batch 1308c01, manufactured august 2013) confirmed missing segments in all of the digits of the display, including dose numbers, due to a damaged conductor within the lcd interconnect cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. A retention sample review of the batch was completed and no issues regarding missing segments in the display were observed. A batch record review confirmed that the batch had no indication of an issue with missing segments in the dose numbers or the date/time. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action - an improvement was implemented to add a visual inspection for the lcd cable loop position for station 12 and reject any cables which appear to be looped under the lcd glass. The new control was added beginning with batch 1404c02 (manufactured april 2014). This is the first report for this particular failure mode on this batch. Due to its rare occurrence and adequate warnings in the user manual, no additional corrective action is planned at this time. This humapen memoir device was manufactured prior to the implemented corrective action. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015 it was reported that the patients humapen memoir digits were not complete. The humapen memoir was associated with product complaint (B)(4)/ lot 1308c01. The user and the training status were not provided. The duration of use was not provided. The device was returned on 02jul2015. Update 02jul2015: additional information was received on 02jul2015 from the product complaint safety database. Lot number unknown was corrected to 1308c01 for product complaint (B)(4). The product tab for humapen memoir and the narrative were updated with the change. Update 16jul2015: additional information received on 16jul2015 from the global product complaint database added the return date of the device. Update 24aug2015: additional information received on 24aug2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; update the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015 it was reported that the patients humapen memoir digits were not complete. The humapen memoir was associated with product complaint (B)(4)/ lot unknown. The user and the training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update 02jul2015: additional information was received on 02jul2015 from the product complaint safety database. Lot number unknown was corrected to 1308c01 for product complaint (B)(4). The product tab for humapen memoir and the narrative were updated with the change.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.